Event description:
The customer reported to customer service that when she opened the box, the transformer was broken. It was cracked on the side and making a noise. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain additional complaint information, including a formal written letter, were unsuccessful. However, the original power supply was returned for evaluation. The analysis/evaluation performed on the power supply. In summary, the product evaluation revealed that the transformer housing was cracked, which could expose inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit form a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. A visual examination of the power supply revealed the transformer housing was cracked, but not open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producting the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.9 ohms, which is normal and indicates that the thermal fuse did not blow.